Manufacturer narrative:
The complaint of product incorporates / allows air passage on item b30198 could not be confirmed by investigation. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record (DHR) review was reviewed and no non-conformities were found that would have led the reported complaint.

Event description:
The reported complaint involved a 32" (81 cm) appx 6.3 ml, 15 drop admin set w/0.2 micron filter, rotating luer w/filter cap, bag hanger. Towards the end of the patient's infusion, air in line was reported . As a result, back-priming was required four times in order to complete the taxol delivery (infusion rate of 188 ml/hr). There was no human harm reported as a result of this complaint/event.